Event description:
Patient was revised to remove an instrument that was left in the patient.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. A search of the complaint database did not reveal any other reports for the reported product code. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information based on the investigation findings, the need for corrective action is not indicated.